Manufacturer narrative:
Qn#(B)(4). The reported complaint for "iabp balloon was found defective" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " iabp balloon was found defective and was inflating". Additional information states that this issue was found during use. The catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as " stable".

Event description:
It was reported " iabp balloon was found defective and was inflating". Additional information states that this issue was found during use. The catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as " stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc driveline tubing, the supplied datascope driveline tubing, the 60cc syringe. Upon return, the one-way valve was tethered to the short driveline tubing. The peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. A non-teleflex stylet was noted within the iab central lumen. A bend to the central lumen was noted at approximately 21cm from the distal tip. The central lumen was noted kinked/pinched at approximately 18.5cm from the distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The ar-row sticker was noted cut/ripped and a portion of the sticker was completely missing. This pack-aging sticker is not to be removed. Since damage to the "arrow" packaging sticker was noted, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0074in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspi-rated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guide-wire was front loaded through iabc luer. Resistance was noted at approximately 64.3cm; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was found defective" is not confirmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully intact with no abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Unrelated to the reported complaint, the original packaging tray was noted with dam-age to the "arrow" packaging sticker, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and can result in damage to the catheter. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported " iabp balloon was found defective and was inflating". Additional information states that this issue was found during use. The catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as " stable".